Manufacturer narrative:
The breakout box was returned to the manufacturer for evaluation. Analysis found that a connector was bent and mechanically damaged. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique identifier (UDI) unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the break out bo panel was damaged on the system. The representative replaced the internal break-out box cable. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. Other relevant device(s) are: product ID: 9733580, serial/lot #: (B)(4), UDI#: cable 9733580 internal break-out box. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the break out box panel was damaged on the system and that the site was unable to use the foot switch. The site had to use another navigation system for their upcoming case. There was no patient involved.